Manufacturer narrative:
Exact date unknown, event occurred approximately six weeks after device implant.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) could not perform initial inflation of the device, approximately six weeks post-implant. The patient was clinically evaluated, troubleshooting did not resolve the issues; therefore, the patient will undergo a revision surgery, but it has not been scheduled. There were no patient complications reported.